Manufacturer narrative:
The pump had a severely cracked and bleeding lcd glass going across the screen. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the lcd damage. The pump had minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer fell down and suffered a concussion; the customer was hospitalized and broke the insulin pump which was in their pocket at the time. The insulin pump screen was damaged. The patient's blood glucose at the time of incident was 13.2 mmol/l. Troubleshooting was initiated for the physical damage. The customer confirmed that the screen was damaged and unreadable, though the insulin pump still functioned as designed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.